Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that when the physician inflated the vision stent delivery system (sds) inside the lesion, there was no stent implant. The stent was found inside the protective sheath. The physician removed the protective sheath as usual. It is not clear whether the indeflator had been connected to the sds when the protective sheath was removed. No pt effects were reported. No add'l info is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the sds was returned without any blood visible. There was contrast in the inflation lumen and balloon. The stent implant was returned dislodged from the sds. There was no damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was a kink in the distal shaft 1.2 cm distal to the guide wire exit notch. There was no other damage noted to the sds. The protective sheath was returned. A snap gauge was used to measure the outer diameters of the stent implant. The measurements met mfg criteria. The inner diameter of the flared end of the protective sheath was measured using pin gages.